Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead pacing impedance and threshold had slowly increased and became high. The lead remains in use and will continue to be monitored on a more frequent basis. No patient complications have been reported as a result of this event.